Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes poor barrier separation of sample occurred. This event occurred on 25 occasions. The following information was provided by the initial reporter: - a solidification of the serum in sst ii tube, after centrifugation (the clotting time was respected-30 min- the number of inversions - mixing- the inner centrifuge temperature and spin as well fully respected. - a test has been made on a healthy person (masterlab member) and resulted with same issue (serum solidification). - the serum was returning to liquid status after 2nd centrifugation! - the issue happened with more than 25 tubes (patients without coagulation problems and without heparin treatment). - the same product has not presented any issues with other facilities.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-25. H6: investigation summary : bd received 54 samples , 2 photos, and a video for the investigation. The photos and video were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples from the same lot were evaluated. The samples were tested and no issues relating to fibrin were observed. Bd was unable to duplicate the customer¿s indicated failure fibrin/fibrin mass because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes poor barrier separation of sample occurred. This event occurred on 25 occasions. The following information was provided by the initial reporter: a solidification of the serum in sst ii tube, after centrifugation (the clotting time was respected 30 min the number of inversions - mixing- the inner centrifuge temperature and spin as well fully respected. A test has been made on a healthy person ((B)(6) member) and resulted with same issue (serum solidification). The serum was returning to liquid status after 2nd centrifugation. The issue happened with more than 25 tubes (patients without coagulation problems and without heparin treatment). The same product has not presented any issues with other facilities.